Event description:
Pt informed MFR that device implanted in july required replacement after 5 months due to "battery depletion" resulting in return to pretherapy status. Replacement was performed 11/10/1998 and device returned for analysis by health care professional at the end of december with report of "battery depletion."